Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device's display went blank on the monitor screen then came back several minutes later. The complainant indicated that there was no pt involvement in the reported failure.